Event description:
It was reported that the pump battery charge dropped 85% rapidly, reaching 5%, raising concerns for the customer. There was no adverse impact to the customer's blood glucose level. The customer did not experience an unexpected shutdown, and the pump was still operational when connected to a power source. Tandem technical support instructed the customer to charge the pump using functional charging supplies, educated the caller on best battery practices, and decided to replace the pump while advising the customer to monitor the system and report if the issue continues. Customer will continue to use current pump.